Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle (B)(4): it was reported that a motor issue occurred. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during yearly preventive maintenance, but it is unknown if it occurred during patient use.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as the device alarms for motor service due upon power up. Root cause of the reported event is unknown. It is recommended to replace the device motor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.